Event description:
It was reported that the cables on the bed caught fire causing flames and smoke. It was further reported that the patient and hospital staff were evacuated. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported for the patient or hospital staff.

Manufacturer narrative:
Upon evaluation of the unit, it was found that the power prongs were cracked, which could have possibly been caused by the user attempting to move the bed before unplugging the bed from the wall. The issue was resolved for the customer by the sales rep providing training to the staff to ensure that the power cords are unplugged prior to movement of the beds, and by the customer replacing the power cords as needed.

Event description:
It was reported that the cables on the bed caught fire causing flames and smoke. It was further reported that the patient and hospital staff were evacuated. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported for the patient or hospital staff.